Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. Imaging did not reveal any physical anomalies. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.